Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported infection and anemia and the device could not conclusively be established through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. This IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. This document also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Care instructions for preventing infection are outlined in various sections of this document. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2020, a wound smear was positive for staphylococcus aureus. The patient was hospitalized and treated with unacid until (B)(6) 2020. The infection was considered resolved on (B)(6) 2020. At the same time the patient was also experiencing anemia and was treated with ferro sanol. Treatment with ferro sanol was ongoing as of (B)(6) 2021.